Event description:
A healthcare professional reported that halfway through the vitrectomy surgery the vitrector stopped cutting. The procedure was completed the same day by using new probes. There was contact with patient but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).